Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Were any concomitant procedures performed? Onset date/time of pain from the initial surgery. Please describe voiding problems? Onset date/time? What are results of histology? Other relevant patient history/concomitant medications product code and lot # if applicable, will product be returned? Please provide return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event were symptoms resolved after total excision? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. The patient experienced chronic pain, pain during intercourse and voiding problems. On (B)(6) 2018, the patient underwent a total excision and histology was done. Additional information has been requested.